Manufacturer narrative:
The field service representative (fsr) inspected the alinity I, processing module serial number (B)(6) due to a false positive alinity I cmv igg result observed by the customer. The fsr determined that the wash stations and entry points on the channel required cleaning. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with false reactive cmv igg results after the service was performed by the fsr. A review of tracking and trending did not identify any trends for the alinity I, processing module with regards to the customer reported issue. A review of the manufacturing documentation did not identify any non-conformances or potential nonconformances related to the alinity I, processing module with regards to the customer reported issue. A labeling review determined product labeling provides adequate information for resolving the issue the customer described. Based on the available information, no systemic issue or deficiency of the alinity I, processing module serial number (B)(6) was identified.

Event description:
The customer reported false positive alinity I cmv igg results and provided the following sample data (reference = 6.0 au/ml is reactive): sample ID: (B)(6): (B)(6), 2023 result was 13.4 (reactive), repeat on (B)(6), 2023 was 0.1 (non-reactive), repeat on (B)(6),2023 was 0.3 (non-reactive) sample ID (B)(6): (B)(6), 2023 result was 9.9 (reactive), repeat on (B)(6), 2023 was 0.8 (non-reactive), repeat on (B)(6), 2023 was 0.6 (non-reactive) sample ID (B)(6): (B)(6),2023 result was 35.6 (reactive), repeat on (B)(6), 2023 was 0.2 (non-reactive), repeat on (B)(6), 2023 was 0.2 (non-reactive) there was no reported impact to patient management.

Manufacturer narrative:
Patient identifier: complete list of sample ids are (B)(6). Initial reporters phone number: complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.